Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The lead also had high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Most of the 828 lifetime counts of v-sic occur beginning (B)(6) 2012. Rv lead impedance rises from a baseline of approximately 1300 ohm to greater than 12000 ohms on (B)(6) 2012. Rv pace lead impedance registers out of tolerance subthreshold lead impedance alert. Lead integrity alert (lia) is not installed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.